Manufacturer narrative:
H3. Device evaluation: customer reports of regurgitation and structural valve deterioration were confirmed through observed host tissue overgrowth. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 3 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 12mm on leaflet 3 at the outflow aspect. The free margin of leaflet 3 was rolled toward the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Host tissue overgrowth fused leaflets 1 and 3 by approximately 6mm at commissure 1, leaflets 1 and 2 by approximately 4mm at commissure 2, leaflets 2 and 3 by approximately 3mm at commissure 3 on the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. X-ray demonstrated wireform intact and minimal calcification on leaflets 1 and 2. Sewing ring cloth was cut around leaflets 1 and 3. H10. Additional manufacturer narrative: updated sections d4-expiration date, h4, and h6 (device code, type of investigation, findings, conclusions). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was returned to edwards for evaluation. Evaluation is in progress. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. A definitive root cause could not be determined at this time. When additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received information that a 25mm pericardial mitral valve, implanted approximately two (2) years, was explanted due to regurgitation secondary to structural valve deterioration. The device was originally implanted for common atrioventricular valve replacement. The device was explanted and replaced with a non-edwards mechanical valve with no adverse patient events reported. The patient status was reported as "recovered". The device will be returned for evaluation. There was no allegation of device malfunction.